Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: the reported event date of 07/20/2016 was found to be overwritten. There was no evidence of short battery life observed. The ez-prime steps were performed correctly; all current readings were with specification. The pump's cover was removed; no further moisture ingress or any errors, alarms or warning occurred. The reported short battery life complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked at the threads on the side. Moisture corrosion was observed in the battery compartment. A leak test failed due to a battery compartment leak. There was no damage found to the returned battery cap.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging short battery life. There was no reported adverse event associated with this complaint. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.